Manufacturer narrative:
This is an initial final report.  This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer's parent reported, "my son's freestyle libre sensor came off early and where it had been on back of his upper arm as recommended, was highly inflamed - raw. Still red at the present time. He had been suffering a horrible itch also with it on. Started him on an antihistamine tablet to counteract the itch. The redness had been ongoing for a long time for him". It was further indicated the customer had contact with a healthcare professional, however no further details were reported. Based on the information provided, there was no report of serious injury associated with this event.